Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded a pause episode due to undersensing. Additionally, report details were not available. The full report was requested and details were then available. The device is still in use. No patient complications have been reported as a result of this event.